Event description:
It was reported that the patient was admitted to the hospital with vt at 146 bpm that required external cardio- version to convert. Device interrogation revealed that the patient had been in vt for two days prior to presenting to the ER. It was evident to the clinic nurse that the sustained tachycardia was not being appropriately detected, diagnosed, and treated. The clinic nurse reprogrammed the device to appropriately detect and treat arrhythmia. Three

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hours post external cardioversion, the patient rapidly deteriorated with acute cardiac failure. During the resuscitation attempt, the device delivered therapy successfully terminating the arrhythmia, but the patient could not be resuscitated. It was reported that there was no evidence of device or lead malfunction.